Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as is location it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately seventeen years post-implantation, the patient underwent a right hip revision due to pain, elevated metal ions, and metal related pathology. During surgery, a cystic cavity was found with metallosis that led into the join, necrotic tissue, necrotic bone around the acetabulum, and evidence of trunnionosis. Procedure was completed without complications and the head was revised. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; g4; h2; h3; h4. The following sections were corrected: d1; d2; h6 type of investigation (remove code 4119 and add 4109 and 3331). Review of the device history records identified no deviations or anomalies during manufacturing. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. H6: proposed component code: mechanical: stem. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided and review identified findings of the reported issues. Findings: laboratory results: cobalt 22.1, chromium. Revision: ¿hip implants failed, causing plaintiff severe pain and elevated levels of cobalt and chromium, known as metallosis, resulting in multiple revision surgeries¿ general anesthesia, ebl 50ml, developed metallosis; posterolateral approach, cystic cavity with a rind consistency with metallosis that led into the joint and more superficially immediately superficial to the greater trochanter (captured within metal related pathology coding). An anterior capsulectomy was performed due to the cyst, rind, and necrotic tissue. All the necrotic tissue surrounded the abductors, they were relatively spared fortunately. Area of bare bone posteriorly in acetabulum, some which appeared necrotic ¿ debrided, acetabular component was stable and had significant amount of bone ingrowth; therefore, not revised, trunnion showed evidence of trunnionosis and was cleaned both digitally and with a betadine brush. A definitive root cause cannot be determined. Event confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.